Manufacturer narrative:
Internal complaint reference: (B)(4). Experience of intertan internal fixation in lateral decubitus in the treatment of intertrochanteric fracture of senile femur. Doi: 2096-5249(2020)10-0083-02.

Event description:
It was reported that on literature review "experience of intertan internal fixation in lateral decubitus in the treatment of intertrochanteric fracture of senile femur", 1 patient who initially underwent primary implantation of a trigen intertan nail to treat a senile osteoporotic femoral intertrochanteric fracture, developed a lower extremity deep vein thrombosis due to the sequelae of cerebral infarction. This adverse event was treated with recanalization and administration of anticoagulants. The patient's outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, this complaint was sourced from literature review and no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical/medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.